Event description:
It was reported that the right ventricular lead was undersensing and ventricular safety pacing (vsp), as noted by the spikes on the ECG after the intrinsic rate. The patient was noted to be on dialysis. The device remains activated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)